Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m6053t503 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not yet received.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 8030647-2017-00003 for the second event. It was reported that an air leak occurred in the sleeve. It was allegedly discovered when the sleeve swelled at the time of placing trach care to the ventilator. The device was replaced with a new one, but the same thing occurred (see 8030647-2017-00003). A third one was placed without issue. There was no injury to the patient. No further information has been provided at this time.

Manufacturer narrative:
One used sample was provided for evaluation. Visual inspection of the same revealed no visible damages. The catheter was fully extended and there was no evidence of arching or curvature from the distal end tip or in any parts of the catheter body. The distal end of the catheter was inspected for a blocked skive. The skive opening appeared to be clear of obstruction. The skive was visible outside of the seal retainer area. The catheter system was then submerged into water and infused with air. A slight sleeve inflation was observed. The sleeve was cut near the cone adapter and the system was again submerged in water. Bubbles were observed in the area between the catheter bushing and the cone adapter. The investigation confirmed a detachment between the catheter bushing and cone adapter which permitted air flow between, causing an inflated sleeve. The investigation identified a potential manufacturing related root cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).